Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
During a total hip replacement, the surgeon broached up to a #6 summit broach. The bone was so hard the broach became stuck in the femur. The surgeon tried to back the broach out, but it wouldn't move. The post on the top of the broach broke off in the broach handle.

Manufacturer narrative:
Examination of the returned instrument confirmed the majority of the post broke off. The root causes is user error and wear out. A two-year search of the complaint database found additional reports for post breaking that were attributed to misuse and/or heavy usage. The date code (B)(4) indicates the instrument was manufactured in september of 2005 and is over 10 years old. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.